Event description:
It was reported that the device was showing error code 1871 (motor error). Event occurred during set up. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was duplicated. Error 187 was present during infusion. The cause of the reported issue was due to a jammed motor. As a result, the motor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.